Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the patient experienced a low blood glucose event and a significant discrepancy between sensor glucose with values 155 mg/dl and blood glucose 73 mg/dl readings, with an 82 mg/dl difference. The event involved product(s) mmt-7040a, mmt-1884, mmt-7040a. The low blood glucose was treated by medical staff with carbohydrate and glucose intake. Troubleshooting was performed and customer was not using the insulin pump system within 48 hours prior due to MRI and x-ray procedures. There is no mention of the auto mode feature at the time of the event. There was a high/low bg event contributing to differences between sensor glucose and blood glucose levels. No further patient complications were reported. Mmt-7040a, mmt-1884, mmt-7040a products return was not required.